Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal insulin delivery. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was changed to address the issue. In addition, the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer's blood glucose ranged from 216-300 mg/dl.